Event description:
The customer reported that the device was in need of an ac module replacement as part of (B)(4). There was no patient involvement.

Event description:
The customer reported that the device was in need of an ac module replacement as part of (B)(4). No further information provided. There was no patient involvement.